Manufacturer narrative:
The referenced device will not be returned to olympus for evaluation as it was discarded after the procedure. The original equipment manufacturer (OEM) performed a review of the DHR and found no anomalies found during the manufacturing of the subject device and lot number. Based on this report, the cause of the reported event can be attributed to user error. The thunderbeat instruction manual gives users several warnings to prevent injury. ¿to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result. Before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.¿

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the device shaft came in contact with the patient¿s small bowel causing a cautery burn. It was reported that a resident touched the patient¿s bowel with the device accidentally and that general surgery was asked to support, to assess the injury. It was determined that the patient did not require any additional treatment or hospitalization. The intended procedure was completed with the same device. In addition, the user facility reported that there was no malfunction noted with the device or equipment during or post procedure.